Event description:
During a mastectomy case power diminished until coag was not effective.

Manufacturer narrative:
(B)(4). Eval: method: product received by manufacturer and pending inspection. Eval: results: product received by manufacturer and pending inspection. Eval: conclusion: product received by manufacturer and pending inspection. (B)(4).

Manufacturer narrative:
Product event #(B)(4). Testing performed: did the device fail to meet specification? If yes, explain. Visual inspection device received in a fedex express envelope. Did not include original factory packaging. Therefore, cannot confirm the lot#. Functional verification device was hooked up to pulsar1 generator equipment # 6793 calibration due: 10/2013 noticed e5 error code "electrosurgical device has reached end of life" device was plugged to bypass connector which was connected to the generator. Return cable was plugged into the generator. Cut and coag settings were set to 10 on the generator. Cut and coag buttons were verified separately by immersing in saline solution. Sparks observed during this process. This confirms that the device is functioning normal. Device was hooked up to the pulsar2 generator eqp#6794 calibration due: (B)(4) noticed e5 error code "electrosurgical device has reached end of life" device was plugged to bypass connector which was connected to the generator. Return cable was plugged into the generator. Cut and coag settings were set to 10 on the generator. Cut and coag buttons were verified separately by immersing in saline solution. Sparks observed during this process. This confirms that the device is functioning normal. Functional verification on chicken device was hooked up to pulsar1 generator equipment # 6793 calibration due: (B)(4) 2013. Noticed e5 error code "electrosurgical device has reached end of life" device was plugged to bypass connector which was connected to the generator. Return cable was plugged into the generator. Based on the plasma blade 3.0s performance specification document pd-00010 rev b, device was checked to the reliability requirements section 7 (2.5 min cut 5, 2.5 min cut 10, 5 min coag 10). Calibrated watch equipment # 678 calibration due date: 06/2014 was used for this testing. Device successfully passed the reliability requirements. Therefore, complaint cannot be confirmed. Investigation conclusion: determine relationship, if any, of the device to this reported incident functional verification was successfully completed with pulsar 1 and pulsar 2 generators. Functional verification on chicken was also successfully completed per the product performance reliability requirements. Device functionality is normal and there was no evidence of power dropping and not coagulating. Therefore, the complaint cannot be confirmed. No further investigation is necessary. (B)(4).

Event description:
During a mastectomy case power diminished until coag was not effective.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.